Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A neurologist reported that the patient was hospitalized since (B)(6) 2022 for a few days for an unspecified tubing problem. While in the hospital, the patient had stoma site redness and was treated with an unspecified intravenous antibiotic (injection). On an unknown date, the patient was discharged.